Manufacturer narrative:
Eval: the stent graft was returned in an opened and used condition. Investigation of the product revealed there is a major "z" bend in the distal end of the trigger wire. This suggests that the delivery system met with severe adverse conditions on deployment and was under a great deal of stress. The physician noted the pt had small access vessels and a short neck with tortuous anatomy. This could cause that type of stress. Our IFU discusses suitable pt morphology, including: adequate iliac-femoral access compatible with the required introduction systems, non-aneurismal infrarenal aortic segment (neck) proximal to the aneurysm, with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 32mm and no less than 18mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Additionally, access vessel diameter and morphology should be compatible with vascular access techniques and delivery systems of the profile of 14fr to 22fr vascular introducer sheath.